Event description:
It was reported that an error 1720 occurred during patient use at the patient's home. There was patient involvement and no patient harmed reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H4 - device mfg date: correction h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of "error 1720 occurred during patient use¿ was confirmed. The root cause was the backup capacitor, and it was replaced to correct the error. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.